Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload was partially fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the lobectomy procedure, the stapler was jammed when dividing the main bronchus. Replaced with another stapler and the same problem occurred. In order to complete the procedure, the tissue was manual sutured by the physician. No further information was provided regarding the patient's outcome. It is unknown if the device will be returned for evaluation.